Event description:
It was reported that a vns patient had an infection after implant surgery and was in the hospital. The patient's generator was removed, and then placed back in the pocket along with some antibiotics. The infection was at the neck incision site as the patient's neck was red and puffy. No trauma or manipulation was reported prior to the onset of their infection.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the lead and generator prior to distribution.

Event description:
Additional information was received. Cultures were taken at the patient's previous surgery and they were negative for (B)(6), but staph was noted. The patient had surgery again on (B)(6) 2012, as the suture holding their generator in place in her pocket had come loose. Their generator had not migrated, just unsecured and the generator was pushing up against her axilla wound. They went back into the pocket in the operating room and resecured her generator and did a debridement of the wound while there and closed up. No signs of infection were present. No growth from cultures from their surgery so far the results are negative results. The patient is wheelchair bound and possibly from lifting the patient caused generator to become loose in the pocket.